Event description:
The device was placed in the pt. Mercury was added to the tube but was placed in the lumen that is open to the stomach allowing the mercury to escape. The mercury was extracted later using a gastroscope.